Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to cycle power to display a system error 2367 alarm. The tsr had the hp cycle power again and press go to start. The hp stated the lines appeared to be normal and there were no leaks or disconnected bags. The tsr advised the hp to notify the peritoneal dialysis nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not know what may have caused the alarm to occur. She confirmed there were no leaks, disconnections or damage to any of her supplies. The hp advised that she was able to resume therapy successfully with new supplies. The hp stated she did not notify her nurse of the alarm and was advised to do so. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.